Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation it was noted that the right ventricular (rv) and the left ventricular (lv) lead exhibited high capture threshold and impedance anomaly. Upon further investigation under fluoroscopy both rv and lv lead was dislodged. The rv and lv lead was explanted and replaced. The patient was experienced no consequences.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and impedance problem. A complete lead was returned in one piece. S-curve height of the lead was measured within specification. The reported events of high capture threshold and impedance problem were not confirmed. Electrical testing, visual inspection and x-ray examination of the lead were normal with no anomalies found.